Manufacturer narrative:
H10: h3,h6: the 1.8mm q-fix all suture anchor, used in treatment, was returned for evaluation. From the information provided, ¿during an unknown procedure, drilling was repeated and the anchor was inserted, but the anchor could not be inserted into the bone completely, when inserting the shaft and gently tapping it with a hammer, the implant was deployed. But the implant would not inserted into the bone completely, and came off the bone.¿. There was no relationship found between the device and the reported incident. A complaint history review found related failures. A review of manufacturing records for the reported lot number 2026946 found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection shows a returned device which was received deployed. The shaft is bent and the implant is detached. The dial could be turned. There are no manufacturing abnormalities visually observed. The returned instrument is a single use device and could not be functional tested. The dial could be turned without an issue. The complaint was not verified as the reported issue could not be duplicated. The root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) bone quality. (2) drilled bone hole size. Poor bone quality or oversized drilled bone hole can result in damage to the device and device failure. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an unknown procedure, drilling was repeated and the anchor was inserted, but the anchor could not be inserted into the bone completely, when inserting the shaft and gently tapping it with a hammer, the implant was deployed. But the implant would not inserted into the bone completely, and came off the bone. The procedure was successfully completed with the back-up device and an additional bone hole was drilled to use the back up device. No patient injuries was reported. It is unknown if a delay was caused due to the device malfunction. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.